Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
It was reported that the unit would not cycle and only worked with the CPAP option. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse reported that the air flow delivered by the unit was continuous, high and unresponsive to pressure changes applied on the proximal pressure port. The fse found that the pressure and proximal tubes were disconnected. The fse reconnected the proximal pressure and machine pressure tubes and the issue was resolved.

Manufacturer narrative:
G4: 07aug2020 b4: (B)(6) 2020 h11: patient code updated: this device was not in use on a patient during the time of the event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07may2020. B4: 12may2020. H11: h8: correction: usage of device: initial use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.